Manufacturer narrative:
The collet has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the front bearing failed.

Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the collet exceeded maximum temperature during testing. There was no pt involvement and no adverse consequences.